Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, the l4 inductor was damaged on the bedside board. The cause of the damaged inductor lead cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to charge batteries.